Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a hypoglycemic event. The patient indicated that he had just started using the pump earlier that day in the morning. At 2:15 pm, the patient reportedly took a bolus for a snack and then allegedly suffered a low blood glucose (bg) episode 1.5 hours later. The patient claimed that he developed symptoms of shakiness and sweating and a bg level of "74 mg/dl." The patient administered self-treatment by consuming glucose tablets and felt better an unspecified time later. Through troubleshooting, the animas representative involved in this contact noted that the prime history and tdd added up correctly. The bolus history was reportedly correct and all boluses were accounted for. The patient denied tightening the cartridge cap while attached. He also denied priming while attached. The animas representative advised the patient to contact his clinical manager for advice on managing his bg's during the first 24 hours while using the pump. The patient indicated that he had taken insulin the night before the event and prior to going to bed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia while using the pump. However, it is unknown if the pump contributed to the patient's injury considering he was new to the pump at the time of concern and there was no evidence of a pump malfunction found with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.